Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was getting stuck on the american mega trends screen. The customer had moved the hdd from port 2 to port 1, removing the hdd1, then tried to reboot the cns with only the hdd port 2 inserted, but the issue persisted. No patient harm or injury was reported. Investigation summary: the customer had requested a repair on the unit, but never sent the device in. Based on the reported information, nihon kohden (nk) was able to confirm the reported issue, but was unable to determine a root cause, as the issue is user dependent, and the device was not returned for evaluation. The customer later requested we cancel the repair with the loaner and informed return center (rc), that no loaner was needed. The customer did not indicate why they no longer needed this repaired, even after our nk ts technician asked her for a reason. It is unclear why the customer had a change of mind, however, it could possible that the issue was due to a user error and had been resolved. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disk drives.

Event description:
The customer reported that the central nurse's station (cns) was getting stuck on the american mega trends screen. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) gets stuck on the american mega trends screen. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) gets stuck on the american mega trends screen. The customer has moved hdd port 2 to hdd port 1, he has also removed hdd1 and tried to reboot with hdd port 2 inserted, but the issue persists. The customer will send in the unit for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.